Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch occurred on the right ventricular (rv) lead from bipolar to unipolar which caused discomfort to the patient. It was further reported that a lead fracture was evident on the x-ray at clavicle level. The rv lead was programmed off and remains in patient. No further complications have been reported as a result of this event.